Manufacturer narrative:
Continuation of d10: product ID: {{unknown valve}}; product lot/serial number: {{unknown}}; product type: {{heart valve}}; implant date: {{unknown}; explant date: {{n/a}}. Product ID: {{loading system}}; product lot/serial number: {{unknown}}; product type: {{compression loading system}}; implant date: {{na}}; explant date: {{na}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at an unspecified time following the implant of a transcatheter bioprosthetic valve, a retroperitoneal hematoma with constant leaking and an active bleed at the junction of the external iliac and right common femoral artery which caused hemorrhagic shock. Intravenous medication was administered. Three days following onset, the external iliac artery was repaired with sutures and placement of an aspiration drain. The patient was clinically stable, the event resolved, and discharge occurred 11 days following admission. The physician indicated the event was possibly related to the delivery catheter system (dcs) and causal to the implant procedure.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the minimum diameter of the access vessel was 6.7 millimeters. The delivery catheter system (dcs) was accessed via the right femoral artery. As reported, it was difficult to know when the injury occurred, although it may have occurred during the puncture. The retroperitoneal hematoma with hemorrhagic shock occurred the day following the valve implant.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event description above. There is no evidence that a medtronic evolut system was attempted to be used in this case. All fluoroscopic images support the usage of a non-medtronic transcatheter aortic valve. Peripheral angiogram of the right transfemoral access reveals contrast extravasation which would suggest access bleeding. There is no evidence of any intervention to the access site, and it most likely occurred during or after the implantation of the non-medtronic valve and not by a medtronic evolut system. Post implant transesophageal echocardiogram (tee) images provided from (B)(6) 2024. Suboptimal image quality noted. The patient appeared to have a bioprosthetic mitral valve (mvr). Moderate pulmonic insufficiency and moderate to severe tricuspid regurgitation were noted. Possible mild aortic regurgitation with eccentric jet. A left ventricular (lv) ejection fraction was approximately 50-55%. Updated/corrected data: b5, h6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that a medtronic device may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated a non-medtronic valve system was used for this patient. A medtronic valve system was not involved with this event.